Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 286 mg/dl. The customer took boluses via the pump to stabilize bg level. The contact stated the suspected cause for elevated bg's was that the customer eat dinner took a bolus and then eat cake and did not bolus for the cake that was consumed. A system check performed with tandem technical support indicated that the pump was operating as expected.